Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen. After further examination of the devices interior, electrical board shows traces of previous moisture presence and corrosion around the battery connectors. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube which extends to the top where a huge chunk of the battery threads broke off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm and a critical pump error alarm. The customer¿s blood glucose level was 107 mg/dl at the time of the incident. The customer stated that they received a red x and an open book image on the insulin pump screen. The customer reported that the insulin pump was not exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.